Event description:
The customer reported that, the backup battery had failed and the ventilator restarted. The customer was unsure of whether the ventilator alarmed at the time of the event. The unit was not in use, therefore, there was no patient harm or involvement. The respironics service technician confirmed that, the backup battery was depleted. Review of the ventilator log history confirmed a diagnostic code that indicated a +24 volt failure. During testing, the service technician reported, the external battery failed and the unit shut down. The service technician replaced the external battery and battery charging pcb to correct the problem. Performance verification testing was completed and the ventilator passed per operating specifications.

Manufacturer narrative:
Na